Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "blood spill source unknown." No pt/operator injury associated.

Manufacturer narrative:
Upon eval of the device, evidence of fluid ingress was noted with damage to electrical components. Electrical components replaced due to damage from the spill are rbc sensor and header arm flex circuit. The device was cleaned, upgraded and is now ready for use. (B)(4).